Manufacturer narrative:
Insulin pump received with intermittent button response due to corroded keypad traces. No button error alarm during testing. Unit passed self test.

Event description:
It was reported that the insulin pump was not responding to key presses. The customer did not indicate their blood glucose level at the time of the incident. The customer states that the keypad was unresponsive and that changing batteries did not resolve the issue. The customer was advised to discontinue use of the insulin pump and revert to their backup plan. The insulin pump was returned for analysis.